Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2021. During the procedure, the bands prematurely deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 26, 2022. It was reported that the correct procedure date was on (B)(6) 2021.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: (B)(6). Block h2 additional information: b3 (date of event), b5 (procedure date), e1 (initial reporter zip/post code), h10 (additional MFR narrative). Block h6: medical device code a150103 captures the reportable issue of bands prematurely deployed. Evaluation code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: additional information received on january 26, 2022 confirming that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2021-05692 is a duplicate of report number 3005099803-2021-05440. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2021-05440.

Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) hospital. (B)(6). (B)(4) the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2021. During the procedure, the bands prematurely deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.